Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that device entrapment occurred. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the initial inflation and just before reaching 20 atmospheres, the wire lumen flattened and got stuck with the guidewire. The catheter and the guidewire were removed outside the body as a single unit. The procedure was then completed, and there were no patient complications.